Manufacturer narrative:
The loaner device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the leds were malfunctioning and causing an e105 scope communication error. Evaluators were able to complete the inspection by using another test device but could not complete the light intensity check nor the scope socket check. Furthermore, while inspecting the interior of the device, a loose piece was heard moving around, then the unit began working properly. According to the evaluators, following that interior shift, the rest of the tests were performed, and the subject device passed them all. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus visera elite ii video system center loaner device. During the receipt inspection, it was discovered that the blue leds were not activating when the light guide cable was plugged in, triggering an e105 scope communication error. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was also yellow light projecting from the light guide cable. Error e105 and the yellow light were caused by the blue light-emitting diode (led) not lighting up. Error e105 indicates lamp failure and is displayed when the lamp is disconnected or short-circuited. The loose piece inside the unit was likely caused because the screws were detached, broken, and damaged. However, the definitive root cause of the blue led failure and damaged screws could not be determined. Olympus will continue to monitor field performance for this device.